Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures.visual analysis revealed a hole and a cut in the pebax area with reddish material on the inside. A screening test was performed, and the device was recognized correctly; however, hi force was observed in the carto3 system. Resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found.a manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified.the force issue reported by the customer was confirmed. The issue could be related to the reddish material found inside the pebax. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the device is not in contact with tissue. If the force reading is not near zero when the device is not in contact with tissue, perform zeroing. If the force problem persists, replace the device cable or the device.as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation approved under PMA # p030031/s053manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation and the biosense webster inc, (bwi) product analysis lab observed a hole and a cut in the pebax area with reddish material on the inside. Initially, it was reported that during the operation, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue is not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a hole and a cut in the pebax area with reddish material on the inside. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 10-jul-2023.